Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically inspected. Inspection revealed a partial separation at the collar of the device with numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-aug-2016. It was reported that the device was unable to cross the lesion. The target lesion was located at the moderately tortuous and moderately calcified mid left anterior descending artery. A guidezilla was selected for use to deliver a non bsc balloon catheter. During advancement, the device was unable to cross the target lesion. No patient complications were reported and the patients' status was stable. However, device analysis revealed a partial separation at the collar of the device.